Event description:
It was reported that a device separation occurred. A 135cmx10cm renegade hi flo was selected for use. During the procedure, it was noted that a separation of the hydrophilic coating was seen near the entry port. The procedure was completed with another renegade hi flo. There were no patient complications reported post procedure.